Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of lo (less than 40 mg/dl) on (B)(6) 2021 while wearing the adc freestyle libre sensor. On (B)(6) 2021, the customer continued to obtain the lo scan at an unknown time and made hcp contact at 0900am as they did not report experiencing hypoglycemic symptoms. A blood glucose test of 600 mg/dl was obtained on the hcp meter and the customer was provided "18 mg shot of insulin" by the hcp. Prior to discharge from the hospital, a blood glucose of 349 mg/dl was compared to a sensor scan of lo, which when plotted on the parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. No further information was provided. There was no report of death or permanent injury associated with this event.